Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to faulty force sensor resistor. The insulin pump was received with scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed an error during the prime rewind process. The customer did not know the blood glucose reading. Explained during the seating, the force sensor may not have detected the reservoir. Advised replacement of the insulin pump; the customer declined.